Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic with diaphragmatic stimulation, device was found to be in backup vvi mode due to timeout telemetry between the device and the transmitter. Programming changes were made. The device was programmed back to original settings, and there was no longer diaphragmatic stimulation. Patient was stable.